Event description:
A customer contacted beckman coulter (bec) to report a leak of retic stain in a coulter lh 750 hematology analyzer. The volume of the leak was unknown. The instrument generated retic :::::: (voteouts). The customer was wearing personal protective equipment (ppe) consisting of a labcoat and gloves at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed the leak from a disconnected drain tubing at the retic stain mixing chamber. The fse re-attached the disconnected drain tubing to the retic stain mixing chamber which resolved the leak. While onsite, the fse noticed the secondary probe leaking a few drops of clear fluid. The fse found that the probe rinse block was loose. The fse tightened the rinse block screw which resolved the leak from the secondary probe. The fse then verified instrument operation. The cause of the retic stain leak is attributed to disconnected drain tubing from the retic stain mixing chamber. The instrument generated voteouts which alerted the customer to an instrument problem. The cause of the secondary probe leak is attributed to a loose rinse block screw. (B)(4).